Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation was increased on the evening of (B)(6) 2011; the (B)(6), the patient experienced loss of bladder control and could not feel stimulation. Stimulation had previously worked well for the patient. The patient was unable to interrogate the implanted neurostimulator with or without the antenna; therefore, it could not be confirmed whether the device was on. A poor communication screen was displayed. Additional information has been requested but was not available as of the date of this report.